Event description:
Ous MDR - after an implantation period of about 52 months, elevated pacing threshold was reported via home monitoring. During the follow-up in hospital the same day, all parameters were reportedly in range (including threshold), but oversensing could be reproduced during provocative maneuvers. This lead was explanted and returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The analysis of the leads revealed a damaged insulation at the proximal part of each lead. In that section, the lead body was found squeezed and deformed. Based in the characteristics as well as the location of the damage, it is reasonable to assume that the leads hat been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did neither for the ICD nor for the leads reveal any sign of a material or manufacturing problem.